Event description:
It was reported that the patient has had intense pain around the generator. The patient stated around late february/early march, they fell back onto their spine and hit their head on the floor, which was around that time the pain around the generator started. Subsequent diagnostic testing by the representative revealed high impedance. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis for the lead was completed. The lead fracture condition was confirmed.

Event description:
The suspect device has been received and is undergoing product analysis.

Event description:
Later, analysis of the generator was complete. The onset date of high impedance was discovered. No anomalies were seen on the generator. Of note, the reported fall pre-dates the high impedance onset. No other relevant information has been received to date.

Event description:
It was further reported that the event of pain was resolved.

Event description:
It was further reported that the patient underwent a full revision. No visual issues were found with the generator, lead, or any connections between the two components. The suspect device has not been received to date.

Event description:
It was further reported that the patient's left chest pain near generator was possibly related to the device, and the patient would see their surgeon to resolve the high impedance.

Manufacturer narrative:
B1, type of report, corrected data: initial report inadvertently submitted without adverse event selected. B2, outcomes attributed to adverse event, corrected data: initial report inadvertently submitted without outcome selected. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without health effect-clinical code selected.